Manufacturer narrative:
Integra has completed their internal investigation on 02/04/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the handpiece did not reach 100% amplitude due to a burnt coliform. DHR review: no non-conformance reports were raised during the manufacturing process for this handpiece. All results of the functionality tests were recorded as within specification and final release checks were performed satisfactory prior to the handpiece been released. A minimum of 12 months review of cusa excel handpieces part number c2602 was completed using the following key words ¿ultrasonic output issue¿ and root cause ¿defective coliform¿ in the search criteria. This review encompassed from dates (B)(6) 2014 to (B)(6) 2016. The analysis of the complaint investigations and root cause reports has concluded this complaint is the 8th identified cusa excel c2602 handpiece complaint for the reported failure with the root cause identified as ¿defective coliform¿ resulting in handpiece not working. The failure analysis investigation has concluded the root cause of the handpiece not reaching 100% amplitude was due to a burnt coliform. CAPA has been initiated due to this issue.

Event description:
It was reported that the handpiece was damaged; it did not reach the set amplitude. There was no patient contact or injury. However, the patient was prepped for surgery and there was a 60 minute delay in surgery. Additional information has been requested.